Event description:
Event description this ventak 1550 implantable cardioverter defibrillator (ICD) was returned to cpi for analysis after reaching normal elective replacement time (ert). There was no allegation received concerning this ICD. Implant date: 04/07/92 explant date: 09/07/95 implant time: 41 months this report was created because this ICD is on recall FDA# 462/464-2. The physician was notified 05/05/92.